Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with a right atrial lead that was oversensing. The oversensing caused inappropriate mode switches. No resolution was reported, and the patient was stable.